Manufacturer narrative:
The devices associated with this report were not returned. A worldwide complaint database search finds no other reported incidents against the known product and lot codes since their release for distribution. Product/lot information for the acetabular cup, liner and femoral head associated with the revision for disassociation on (B)(6) 201 were not provided. Two x-ray images and operative notes provided have been reviewed but do not conclusively determine a root cause. The investigation could not draw any conclusions regarding these reported events. Overly vertical cup position may however been a factor in the disassociation events. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient underwent revisions, as follows: doi: approx 2003. Dor: (B)(6) 2010 - revision due to pain. Patient heard a popping sound, experienced leg shortening. Poly wear, wear of the metal head, tissue reaction, metal debris, blackening of tissue, and disassociation of liner from the cup. The head liner were removed, but not the cup. Dor: (B)(6) 2010 - revision due to infection. The head liner were removed. Dor: (B)(6) 2012 - revision due to possible infection, poly.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.